Manufacturer narrative:
This report is submitted on january 22, 2024.

Event description:
Per the clinic, it was reported that there was an extrusion of the electrode lead into the external auditory canal (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. This report is submitted on (B)(6) 2024.